Manufacturer narrative:
The customer reported there was leaking from above the male luer, and returned 7 unused samples of material 10014881, lot 25075314. Upon initial visual examination, the sets had no defects or abnormalities. Despite no defects being found, there is a small tubing jib/sleeve that was not in perfect working order, and this was a cause for concern. The tubing sleeve held a watertight seal and did not fail, but the plant was still notified of the observation. The manufacturing plant was able to find the root cause for the tubing leak to be related to incorrect process by the assembler on the tubing-sleeve joint. The plant updated their process to optimize the connection between the tubing-sleeve-male luer, by adding a fixture to the assembly process. The change will be approved on september 24th, 2025, and implemented shortly after. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite secondary set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that found that they saw the same issues.